Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported button 1 of a 5f mynx control vascular closure device (vcd) could not be pressed. There was no reported patient injury. There was no damage noted to the button. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, button 1 of a 5f mynx control vascular closure device (vcd) could not be pressed. There was no reported patient injury. There was no damage noted to the button. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 was fully depressed while button 2 was not depressed. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was deployed but remained mounted on the delivery shaft. The sealant sleeves were retracted, consistent with button 1 already being actuated. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. The simulated deployment test could not be performed, as the sealant was already exposed and button 1 was fully depressed. However, when button 2 was actuated, the balloon retraction occurred as expected, confirming proper functionality of the retraction mechanism. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with button #1 already fully depressed with no anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.